Event description:
A small fire occurred at the customer lab. The customer smelled something burning around the sciex mass spectrometers. The electrode popped out (possibly from the overheated source) into a vial rack and that is what caught fire. The melted black part is the [electrode adjustment nut] of the probe [assembly] that melted. [The customer] had to use the fire extinguisher but was able to move the vial rack to the sink to contain the powder and cleanup.

Manufacturer narrative:
The product involved in the incident is not a medical device. However, it can be considered to be similar to sciex's marketed mass spectrometers as they share design characteristics and components. As a result, the malfunction may occur with sciex's medical devices with a remote probability of a serious injury. A correction for similar medical devices has been in process in the us as referenced in section h9 (z-0037-2024, z-0038-2024, z-0039-2024, z-0040-2024).